Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead with some beats falling into the refractory period. The lead remains in use. No patient complications have been reported as a result of this event.